Event description:
On (B)(6) 2010, as the first-stage procedure to treat a thoracic aortic aneurysm, total aortic arch replacement along with elephant trunk procedure was performed. On (B)(6) 2010, as the second-stage procedure to treat a thoracic aortic aneurysm, the patient underwent an endovascular procedure using the gore® tag® thoracic endoprosthesis. Prior to the procedure, bare metal stent was implanted in the right common and external iliac arteries. It was reported that there was thrombus noted in the aorta, and that it was especially extreme at the level of the celiac artery. It was also reported that both the iliac arteries were narrow with calcification and thrombus. After the procedure on the same day, the patient developed paraplegia. It was reported that the patient was treated with cerebrospinal fluid drainage and naloxone. On (B)(6) 2010, the patient was discharged. It was reported that the paraplegia remained. Subsequent follow-up examinations showed that the paraplegia remained. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.